Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from patient samples using vitros na+ slide lot 4230-1035-0399 on a vitros 5600 integrated system. Two patient results exceeded phs criteria and are reportable, and treatment was administered to one patient based on the lower than expected result. The assignable cause of the event is likely associated to the calibration events prior to the last calibration performed on (B)(6) 2020. The reason that these calibrations were suboptimal is unknown. The calibration responses and parameters appeared typical to expected responses and parameters. It is unlikely an instrument related issue contributed to the event as a vitros na+ within-run precision test indicated the vitros na+ slides were performing as intended on the vitros 5600 integrated system. Acceptable performance was obtained after recalibrating vitros na+ slide lot 4230-1035-0399. (B)(4).

Event description:
The investigation determined that lower than expected vitros na+ results were obtained from patient samples using vitros na+ slide lot 4230-1035-0399 on a vitros 5600 integrated system. Two patient results exceeded phs criteria and are reportable, and treatment was administered to one patient based on the lower than expected result. Patient 5 sample result of 131 mmol/l vs. The expected result of 159.0 mmol/l. Patient 6 sample result of 133 mmol/l vs. The expected result of 156.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros na+ patient sample results were reported outside of the laboratory and no corrected reports were issued. A neonatal patient (patient 5 sample) was treated with IV saline due to the lower than expected na+ result. Per a consultation with an ortho medical safety officer: a neonatal patient (results from patient 5 sample) was treated with IV saline due to a lower than normal sodium result (131 mmol/l) and another test showed the sodium level was 159 mmol/l. So, the neonate patient was hypernatremia but was treated for hyponatremia. Hypernatremia is often caused by dehydration and is normally treated by restoring circulating blood volume with 0.9% saline and then give 5% d/w/0.3% to 0.45% saline solution IV in volumes equal to the calculated fluid deficit. Hyponatremia is often caused by hypovolemic dehydration due to vomiting, diarrhea, or both, and fluid loses are replaced with fluids that have little or no sodium. Hyponatremia is treated with 5% d/w/0.45% to 0.9% saline solution IV in volumes equal to the calculated deficit, given slowly to correct the sodium concentration by no more than 10 to 12 meq/l/day (10 to 12 mmol/l/day) to avoid rapid fluid shifts in the brain. Since treatment was likely to be closely monitored and blood electrolyte should be frequently tested, it is less likely the IV saline treatment would cause serious injury to this patient. There was no reported allegation of harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).